Manufacturer narrative:
Product complaint (B)(4) d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to t he potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6) study no: dots clinical adverse event received for adverse tissue reaction, surgical site. Device and procedure (relatedness) definitely related to device, definitely not related to procedure. Date of event: 01/jan/2023. Additional event information: medical records received on ad 23 august 2024 were reviewed by a clinician to identify patient harms/product issues. Patient received a left hip revision of a mom head and liner to treat elevated blood metal ions. Upon entering the joint, metallosis, synovitis, and stained fluid was evacuated from the joint. The head showed wear and there was corrosion on the head/stem trunnion. The head was revised and the corrosion was cleaned from the well-fixed stem taper and the stem was retained. The metal liner showed backside wear and was revised. The cup was well-fixed and retained. The patient was revised with a depuy moc bearing. The procedure was completed without complications. Please note: the operative note confirms that the revised bearings are metal-on-metal that were replaced with the poly liner and ceramic femoral head noted in the original event description. Doi: 2008 dor: 31 july 2024 left hip